Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting a b30 scope communication error during procedure preparation. According to the initial reporter, once the issue was noted, the unit was changed out with another and the procedure was continued. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A b30 scope communication error was present during testing due to a faulty scope socket. Additionally, the scope socket had a loose connection. When using olympus-testing scopes, the error code was not present. The scope socket will require replacing. Furthermore, the lamp life meter was reading at below 50 hours, with a light output measureing within range. The switch was up to date, the fan was functioning properly, and the air pump tested ok. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.